Event description:
It was reported that during an ICD changeout, hv lead impedance was measured to be out of range. The lead was capped and replaced. An hv lead impedance measurement was taken with a new lead and was found to be out of range. It was noted that the leads were fully inserted and set screws were tightened in the header. The device was replaced. Hv lead impedance measurements with the new device were now in-range.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of high hv lead impedance measurements was confirmed in the laboratory and was caused by an anomalous component on the hybrid.